Event description:
It was reported that the atrial lead exhibited low impedance; insulation breach was suspected. The lead was capped and replaced. The patient's condition post procedure was excellent.

Manufacturer narrative:
(B)(4).